Event description:
It was reported that the water vapor therapy procedure was performed without complications. Two months later, during a follow-up routine, it was observed that the patient developed an infection. Per the physician, a pocket was created under the needle injection site, which could have contributed to the infection. Antibiotics were administered to treat the infection.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with a water vapor therapy procedure as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Block b2 has been corrected to other serious (important medical events).

Event description:
It was reported that the water vapor therapy procedure was performed without complications. Two months later, during a follow-up routine, it was observed that the patient developed an infection. Per the physician, a pocket was created under the needle injection site, which could have contributed to the infection. Antibiotics were administered to treat the infection.